Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, preventing user from removing the required medication for patient and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer clicking and failed to open. A filed service engineer replaced rail to resolve the issue. The system functioned as intended after the field service engineer serviced the device.